Event description:
It was reported by stryker sales rep that patient is required for revision due to infection.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device name#trident cup 50 ; cat#unk_jr ; lot#unknown; device name#metal head 32 ; cat#unk_jr ; lot#unknown; device name# exeter 35.505801351; cat#0580-1-351 ; lot#5727965. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Manufacturer narrative:
An event regarding infection involving an trident liner was reported. The event was not confirmed. Method & results: -product evaluation and results: visual inspection: the reported device was not returned however photos were provided for review. A review of the provided photos indicated recently explanted devices covered in blood and tissue. No conclusive decision can be made. -clinician review: a review with a clinical consultant indicated "confirmation of event: I can confirm that the patient underwent a hybrid total hip arthroplasty as described above since I was able to see x-rays with the implant in place. I can confirm that the patient underwent explantation of the prostheses since I was able to see photographs of the explanted implants. I do not have an operation report, office notes or post revision x-rays. Root cause analysis: the cause of this event cannot be determined with certainty. Causes of infection, presumably late given the x-ray changes are multifactorial. It is unlikely that this would be due to contamination at the time of surgery but most likely due to seeding of the hip joint from a remote area that may have experienced a bacteremia. Patient factors could contribute especially if the patient was immunocompromised, had poor nutrition, poor dentition, etc. I would not attribute any causality to the implants themselves." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. Visual inspection: the reported device was not returned however photos were provided for review. A review of the provided photos indicated recently explanted devices covered in blood and tissue. No conclusive decision can be made.a review with a clinical consultant indicated "confirmation of event: I can confirm that the patient underwent a hybrid total hip arthroplasty as described above since I was able to see x-rays with the implant in place. I can confirm that the patient underwent explantation of the prostheses since I was able to see photographs of the explanted implants. I do not have an operation report, office notes or post revision x-rays. Root cause analysis: the cause of this event cannot be determined with certainty. Causes of infection, presumably late given the x-ray changes are multifactorial. It is unlikely that this would be due to contamination at the time of surgery but most likely due to seeding of the hip joint from a remote area that may have experienced a bacteremia. Patient factors could contribute especially if the patient was immunocompromised, had poor nutrition, poor dentition, etc. I would not attribute any causality to the implants themselves." All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by stryker sales rep that patient is required for revision due to infection.